Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two videos were provided for review. Both images are of a medtronic bioprosthetic valve at 80%. Neither one was labeled to know which one is the 26 mm valve and which one is the 29 mm. No patient summary was provided for anatomical review. Minimal calcium noted on angiography. Conclusion: it was not possible to confirm the dislodgement on the images provided. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve dislodged four times. The valve was recaptured and removed. It was reported that the native valve had 17% oversizing and minimal aortic root calcification. A 29 mm valve was attempted. The valve was deployed at 4 mm and held at 80% for approximately two minutes. The valve moved aortic and dislodged. The valve was recaptured and removed and the procedure was aborted. No adverse patient effects were reported.